Manufacturer narrative:
Follow-up information from 15-sep-2015: investigator provided start date of event perforation of rt fallopian tube ((B)(6) 2012). This was the date of insertion. Follow up information received on 24-sep-2015: reporter stated that the event perforation of right fallopian tube was related to placement of essure. Follow up information received on 29-sep-2015: it was confirmed by investigator that the event perforation of right fallopian tube is related to study conduct. Product technical complaint (ptc) investigation and final assessment were received on 01-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported adverse events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an interventional company sponsored study (study number: (B)(6)). She had essure (fallopian tube occlusion insert) inserted and was hospitalized, 1 year later, due to abdominal pain. She was diagnosed with acute appendicitis, which was complicated by sepsis. The subject also had rt side abdominal pain since essure placement and requested devices removal 3 years later. She was submitted to a laparoscopic salpingectomy. During this surgery, a perforation of rt fallopian tube was found. Only sepsis is unlisted in investigator's brochure. In this particular case, the investigator assessed subject's sepsis as not related to the essure and considered her underlying acute disease (appendicitis) as an alternative explanation. Given event's pathophysiology and considering its weak temporal relationship with essure placement; company regards it as unrelated to essure (in line with the investigator's assessment). Regarding the remaining events, investigator stated the right fallopian tube was perforated during essure placement and considered this event as definitely related to essure and as related to study conduct. As this event occurred in association with essure insertion; company agrees with investigator's assessment. This case was initially considered a non-incident. However, upon receipt of follow-up information, it was upgraded to incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that supplemental 5 was submitted out of sequence. There is no new data to report.

Manufacturer narrative:
Upon internal review it was noted that supplemental 2 sent on 11/30/15 was submitted in error and the information does not belong to this report. The information has been submitted to 2951250-2015-01178.

Manufacturer narrative:
Internal communication received on 02-nov-2015: no further information was obtained despite follow-up attempts. Product technical complaint (ptc) investigation result received on 19-nov-2015: (ptc global number: (B)(4)). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-nov-2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced perforation. The device was removed. This event, regarded as uterine perforation, was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedures (e.g. Hysteroscopy, curettage) including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Nevertheless, given event's nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Event description:
This is a clinical study case report received from a investigator in united states on 31-may-2013. This (B)(6) nulligravid woman was enrolled in study (B)(4), a phase 4 interventional trial evaluating effectiveness of tvu as an alternative approach to confirm essure micro-insert placement in women in whom bilateral placement was achieved, on (B)(6) 2012. Patient number: (B)(6). Center number: (B)(6). Medical and surgical history showed that the subject has had cholecystectomy in 1999. The subject is nulligravid. The first day of her last menstrual period was on (B)(6) 2012. After confirmation of a negative pregnancy test, essure micro-insert was inserted on (B)(6) 2012 and was completed with bilateral successful placement. The subject underwent transvaginal ultrasound (tvu) on the 3-month follow-up visit, on (B)(6) 2012. Both the inserts were identified in the tvu scan and were assessed to be in optimal location, in both the tubes. The subject rated the comfort during the procedure as excellent, and her overall satisfaction with the procedure as "very satisfied". About a year post-placement, on (B)(6) 2013, the subject experienced right lower quadrant pain of severe intensity, associated with fever. Clinical impression was acute appendicitis, and the subject was taken to the operating room for exploratory laparoscopy. The findings showed normal appendix and cyst on the right fallopian tube. Appendectomy and excision of the cyst were performed. Her postoperative course was uneventful. She was given medications for pain, flagyl (metronidazole) 500 mg every 8 hours for 1 week, and levaquin (levofloxacin) 500 mg once daily for 1 week. The event was assessed as not related to the essure micro-insert or to any of the study procedures. At the 1-year follow-up, the subject assessed the comfort of wearing as excellent, and overall satisfaction was very satisfied. The subject continues to be enrolled in the study. The following non-serious aes were also reported during the study: vaginal infection (B)(6) 2012), mild intensity, remedial drug therapy, recovered/resolved with treatment, possibly related to the study procedure or the device; endo polyp ((B)(6) 2012), mild intensity, no action taken for the event, recovered/resolved without treatment, not related to the study procedure or the device; right ovarian cyst ((B)(6) 2012, ongoing), mild intensity, no action taken for the event, outcome undetermined (cyst was still seen on ultrasound on (B)(6) 2013), not related to the study procedure or the device; urinary frequency ((B)(6) 2012), mild intensity, remedial drug therapy, recovered/resolved with treatment, not related to the study procedure or the device; hot flashes ((B)(6) 2012, ongoing), mild intensity, not treated, event continuing, not related to the study procedure or the device; night sweats ((B)(6) 2012, ongoing), mild intensity, not treated, event continuing, not related to the study procedure or the device; pelvic pain ((B)(6) 2013, ongoing), moderate intensity, no action taken for the event, outcome undetermined (the subject did not have an office visit; the event could not be evaluated), not related to the study procedure or the device; malaise ((B)(6) 2013, ongoing), mild intensity, no action taken for the event, outcome undetermined (the subject had not been seen for follow-up), not related to the study procedure or the device; bilateral kidney stones ((B)(6) 2013, ongoing), mild intensity, action taken included other (extracorporeal shock wave lithotripsy performed), event continuing and not controlled with treatment, not related to the study procedure or the device; vaginal bacterial infection ((B)(6) 2013), mild intensity, remedial drug therapy, recovered/resolved with treatment, not related to the study procedure or the device; right fallopian tube cyst ((B)(6) 2013), mild intensity, action taken included other (cyst removed), recovered/resolved with treatment, not related to the study procedure or the device. Addendum: this case was converted from the conceptus database into (B)(6) on 08-apr-2014. The medical content of the case was not changed. Correction on 03-jun-2015 following reconciliation with study database: patient was (B)(6) at the time of the event. Follow up 11-jun-2015: sae report received from the investigator. Patient number was updated from (B)(6). Bmi updated. On (B)(6) 2013 the patient experienced sepsis. The patient had right lower quadrant pain, fever, elevated white blood cells and was admitted to hospital and appendectomy was performed. She was treated with flagyl 1500mg oral and levaquin 500mg oral and on (B)(6) 2013 she recovered from the event. The investigator considered the event sepsis as severe and unrelated to essure. The alternative possible explanation for sae was given as an underlying disease acute appendicitis. Follow up information received from the investigator on 19-aug-2015: essure lot number was 958711. The patient did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to essure placement procedure. She received toradol 60mg intramuscular injection and norco 7.5/325mg tab and xanax 0.25mg tab during insertion procedure. The visualization of the left and right tubal ostia was achieved. At least one essure micro-insert passed through the channel of the scope at any time during the procedure. Two coils were trailing in both sides after insertion. On (B)(6) 2014 the patient experienced rt (right) side abdominal pain, considered as non-serious, moderate and unrelated to essure by the investigator. As treatment, essure was removed but event continued. On (B)(6) 2015, a perforation of rt fallopian tube was found; this event was considered as non-serious, severe and definitely related to essure by the investigator. After treatment with salpingectomy; the subject recovered (event stop date: (B)(6) 2015). Case upgraded to incident. Follow-up information received on 19-aug-2015 from investigator: no new clinical information. Follow-up information received on 26-aug-2015: the subject has complained of right side abdominal pain on and off since the essure placement on (B)(6) 2012 and requested removal of the essures on (B)(6) 2015. Laparoscopic bilateral salpingectomy with essure removal was performed on (B)(6) 2015. It was found during the essure removal that the right fallopian tube was perforated during the essure placement on (B)(6) 2012. Essure and fallopian tubes were sent to pathology.. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an interventional company sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and was hospitalized, 1 year later, due to abdominal pain. She was diagnosed with acute appendicitis, which was complicated by sepsis. The subject also had rt side abdominal pain since essure placement and requested devices removal 3 years later. She was submitted to a laparoscopic salpingectomy. During this surgery, a perforation of rt fallopian tube was found. Only sepsis is unlisted in investigator's brochure. In this particular case, the investigator assessed subject's sepsis as not related to the essure and considered her underlying acute disease (appendicitis) as an alternative explanation. Given event's pathophysiology and considering its weak temporal relationship with essure placement; company regards it as unrelated to essure (in line with the investigator's assessment). Regarding the remaining events, investigator stated the right fallopian tube was perforated during essure placement and considered this event as definitely related to essure. As this event occurred in association with essure insertion; company agrees with investigator's assessment. This case was initially considered a non-incident. However, upon receipt of follow-up information, it was upgraded to incident, since device removal was required. A product technical analysis is being sought.